Event description:
A malfunction alarm identified as "malf 0" was reported for the customer's pump. The impact on the customer's blood glucose level was unknown, as the customer either declined to answer or the information was unavailable. Technical support (cts) resolved the issue by arranging for a pump replacement, confirming the shipping address, and instructing the customer to use manual daily injections (mdi) as a backup insulin delivery method. They also guided the customer on how to put the malfunctioning pump into storage mode before returning it and provided a pre-paid label for the return. The customer acknowledged and understood the instructions.